Manufacturer narrative:
Customer service conducted troubleshooting including; verifying there was no milk backup; disassembling, inspecting, cleaning and reassembling kit and tubing set; and verifying correct breast shield size. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 04/21/2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. On 04/27/22, the customer responded to the complaint handler and she indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 05/04/2022. The device was tested with the customer tubing and lab kit(connectors and membranes). There was human milk residue found on the pump housing, pump aggregate (pump motor and pump assembly), chassis, and manifold. The customer's report of low suction could be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she had no suction with her pump in style max flow breast pump. She additionally alleged she had mastitis.